Manufacturer narrative:
Reported event of stent wrong size. Reported event of stent failure to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture in the common bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During to the procedure, the physician introduced the 10x80mm stent to the desired location and the stent was able to be deployed. An x-ray was performed immediately post procedure and the physician measured the stent. The physician noted that the actual length of the stent was longer than the labeled length and the stent had not fully expanded. In the physician¿s assessment, the stent would still be longer than its labeled length even after it fully expands. The stent was left implanted inside the patient and the procedure was completed with this device. Reportedly, the patient was discharged normally and had not come back to the hospital for rechecking of the stent. There were no patient complications reported as a result of this event.